Event description:
As reported, during a biliary tube exchange procedure, the physician placed the wire into the drainage catheter and after removing the catheter noticed that the pig-tail portion of the catheter was missing. Under fluoroscopy, he noticed two fragments of the catheter in the common bile duct and successfully retrieved them. The pt's condition was not affected by this event. It was stated that the pt had "tight, tortuous bile ducts." The used catheter was disposed of at the hospital.

Manufacturer narrative:
Although no sample will be returned for eval, an investigation is currently being conducted into this reported event. A supplemental medwatch will be submitted upon completion of the investigation. (B)(4).